Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number:1627487-2020-48907. It was reported patient suffered a fall and this caused ineffective coverage of therapy. As such patient underwent surgical intervention on (B)(6) 2020 where an additional lead was added to the two leads the patient had. Post operatively effective therapy was restored.